Event description:
It was reported that a pump displayed an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer was instructed to clean the speaker holes, reconnect the cartridge, and resume insulin delivery. However, the issue persisted, so a new cartridge was loaded, with the alarm recurring shortly after. Ultimately, the pump resumed normal operation.